Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges the bolt that holds the seat post broke off. Provider states the end user has no legs and the seat is tied down with straps.